Event description:
The affiliate stated the customer reported discrepant beta human chorionic gonadotrophin (bhcg) results, for one patient, involving the unicel® dxi 800 access® immunoassay system. The customer stated three analyses of the sample, on the same instrument, produced approximate values of 16,800, 23,000, and 20,500 miu/ml. The sample was tested at a reference laboratory and recovered a result of 23,000 miu/ml. The discrepant results were released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer noted the patient obtained a result of approximately 17,000 miu/ml on (B)(6) 2014, and had a stillbirth. The physician questioned whether the bhcg values remained constant or increased as the discrepant results made the value obtained on (B)(6) 2014 ambiguous. The patient's sample was collected in a plasma tube and centrifuged at room temperature. No sample integrity issues were noted. The sample was frozen at the time it was sent to the reference laboratory. The customer indicated calibration and quality control (qc) level 1 passed within specifications but level 2 qc was out of specification on (B)(6) 2014 and (B)(6) 2014. The customer was advised to perform a d-test to evaluate the onboard dilution and to perform a 10-point precision study on all pipettors. The customer noted d-test failed on all 4 pipettors. It is unknown which pipettor produced the discrepant results. The customer noted all system parameters recovered within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) cleaned precision pump #2 and replaced the belt. The fse realigned all reagent pipettors and noted d-test/d-ap was acceptable for all pipettors. The fse noted system check, pipettor matching, pipettor low matching, and high sensitivity system check passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the pump belt is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.